Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported with redness and dry skin arorund the nose and mouth. Gp advised to stop using the mask and prescribed various creams products for the skin dryness.